Event description:
Information obtained noting that the patient underwent surgery but did not receive a full revision. It was noted that an accessory kit was used to check the generator and everything was within normal limits and then the patient was closed without replacing the generator or lead. Further information obtained noting that the surgeon inspected the lead during surgery for lead breaks but non were identified. The surgeon cleaned and then reinserted the lead pin and the impedance was within normal limits.

Event description:
Patient presented with high lead impedance and was referred for a full revision and x-rays were also ordered. No known surgical intervention has occurred to date. No other relevant information has been received to date.